Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, during stapling, when the surgeon was ready to fire the device, the light was flashing showing the adapter was disassembled from the shell. To resolve the issue the surgeon had to disassembled the reload and adapter from the shell and reassembled again, however same issue occurred and in addition the joystick was not responding as well. There was no patient injury.